Event description:
The manufacturer's representative reported that the pt "is in withdrawal". At refill, it was noted that 18 ccs remained in the pump, the volume injected into pump at the previous refill. Programming was verified to be correct. A roller study was performed and the roller only turned 70 degrees, instead of 90 degrees. A catheter dye study was also performed and no catheter complications were noted. The pump is filled with compounded morphine 60 mg/ml at a rate of 40mg/day. The pt is receiving oral morphine.